Event description:
This report summarize three (3) malfunction event(s). A review of the events involved of the device(s) with connection issues. No patient adverse event was reported. No information regarding patient demographics were provided.